Manufacturer narrative:
The system controller was returned to the MFR for eval and is currently being analyzed. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 9 months post-implant, it was reported that the pt was reviewing the alarm history on her system controller and noticed that there were three low voltage alarms. The alarms occurred during the night when the pt was connected to the power module and the alarms disappeared after a few minutes. The pt reported that the system controller is placed near her head at night and reports no alarm was sounded. The system controller was replaced.

Manufacturer narrative:
The patient¿s event history from the returned system controller was retrieved and contained approximately 23 days of data. Multiple routine low battery advisories due to at least one of the two power cables dropping below the threshold of 1.5v were recorded. The alarms cleared shortly after being activated following a power exchange to new batteries or back to the power module. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The system controller was functionally tested with the manufacturer¿s test equipment and was found to operate as intended. Low voltage conditions were induced and the system controller alarmed appropriately each time. The reported event was unable to be confirmed through our analysis. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.